Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). Concomitant therapy: 1:1 ratio cutter, lot#: 1513451. 1.5:1 ratio cutter, lot#: 1513695. 2:1 ratio cutter, lot#:1513592. 3:1 ratio cutter, lot#: 1513660. 4:1 ratio cutter, lot#: 1513616. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet on (B)(6) 2019 revealed that the calibration was below specification which caused the carrier and graft difficulty moving through the device. The device did however produce a passing mesh. Repair of the skin graft mesher was performed by zimmer biomet which included calibration of the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the device was noted to be out of calibration, a passing sample mesh was produced and the reported event could not be confirmed. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the product was not coming out evenly and damaged the skin. No additional patient consequences were reported.